Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from health care provider via manufacturing representative regarding a patient undergoing percutaneous pedicle screw fixation for fracture. It was reported that the rod gripping region could not be opened, damaged during installation. No symptoms as a result of this event. No additional surgery was performed. No further complications were reported/anticipated. Additional information was received from the rep that when the rod was attached to the inserter and the rod was inserted into the body, a "clunk" sound was heard. Once removed from the body and checked, the inserter was found to have been broken. Since there was no problem with the rod, attached it to another inserter and implanted it inside the body.

Manufacturer narrative:
H3: product analysis #(B)(4): part # 9010000849; lot # rs17f025 visual and functional inspection revealed the inner shaft does not move when the locking lever is moved. The c clip that connects the adjusting mechanism to the inner shaft appears to have come out. It is possible to overload the clip when making tension adjustments while the rod is in place. It appears the c clip broke from excessive force. H6: updated with additional information available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.